Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil got prematurely detached during extraction from the catheter. The procedure was reported to be completed successfully. No clinical consequences were reported to the patient.